Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by fever, turbid pd fluid and abdominal pain. It was reported that the patient was not hospitalized for the events. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing), meropenem injection (1gm, once daily, intraperitoneal, ongoing) and amikacin injection (250mg, every alternate day, intraperitoneal, ongoing) for the events. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.